Event description:
No other updated information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Corrected field: h11 technical assistance support (tac). The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the investigation results and the device not being returned for evaluation, the allegation could not be confirmed. A root cause could not be identified. The customer contacted olympus technical assistance support (tac) via phone. The technical assistant performed troubleshooting and found that no other devices exhibited the same effect when the outlets were reset. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had experienced an issue that resulted in blown breakers. The event occurred during maintenance. There were no reports of patient involvement.